Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a saline was injected into each lumen, but it could not be injected into the center lumen (white) at all. There was no reported patient outcome.

Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report #3009211636-2024-00090. This file will be closed and all further updates processed under the above referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during preparation for insertion, a saline was injected into each lumen, but it could not be injected into the center lumen (white) at all. There were no other defects or damages found on the product. Flushing was performed but it cannot be flushed. It could not press the plunger with the syringe for both negative pressure and positive pressure. There was no cleaning agent used on the device. The catheter was not repaired, there was no leak, tego was not utilized, and there was no luer adapter issue. The catheter was replaced with the same product on the same day of the event to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, MFR region, country code, postal code), h6 (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.